Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing two occurrences of stopper separation from the plunger during use. The following has been provided by the initial reporter: when aspirating the saline solution/drug, the rubber detaches from the syringe plunger even if the rubber is firmly in place before handling. *notivisa* when aspirating saline solution or medicine, the stopper disconnects from the plunger, causing leakage and in some cases loss of medicine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing two occurrences of stopper separation from the plunger during use. The following has been provided by the initial reporter: when aspirating the saline solution/drug, the rubber detaches from the syringe plunger even if the rubber is firmly in place before handling. Notivisa when aspirating saline solution or medicine, the stopper disconnects from the plunger, causing leakage and in some cases loss of medicine.